Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and based on information obtained after customer care (cc) followed up with the patient by phone. The patient alleged that the product issue began approximately 2 weeks prior to the initial call with lfs, at an unspecified time. The patient reported that she started using her new meter during a vacation and received higher readings than she usually does. The patient claimed that she obtained blood glucose readings of ¿200-250 mg/dl¿ on the subject meter. The patient manages her diabetes with basaglar insulin (10 units twice a day) and stated that at doctor¿s advice she increased her insulin intake by 1 unit in response to the alleged issue. The patient indicated that she was taking the increased amount of insulin for 2-3 days and noticed that her blood sugar level did not go down. The patient then checked her glucose levels on her neighbor¿s onetouch verio flex meter and obtained a reading of ¿59 mg/dl¿. Immediately after, she re-tested and received a reading of ¿180 mg/dl¿ on the subject meter. The patient reported that she started ¿shaking¿ because her sugar was low without her knowing it. The patient denied receiving any medical treatment for the reported symptoms. However, approximately 20 minutes later she went to walmart to check her glucose levels and received a reading of ¿133 mg/dl¿ on an unspecified meter. The patient indicated that the reading was not too high for her, bought another meter and stopped taking the 11 units of insulin. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. The patient was following the correct testing procedure, however, the cca established that the test strips were not stored properly since the patient had taken them out of the vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.